Event description:
It was reported to philips that the heartstart mrx defibrillator delivered shocks which did not register on the monitor and the screen showed "no shock delivered". Another device was used which delivered shocks successfully, however, the patient died.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtain more information concerning this event.